Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient who received fentanyl (100mcg/ml, in an implantable pump for non-malignant pain and spinal pain. The patient was traveling in (B)(6) and went into sudden possible withdrawal; experienced nausea on (B)(6) 2016. The patient tried to utilize the personal therapy manager (ptm) several times, but had not pain relief. There were no audible pump alarms or ptm codes. The pump was last refilled two weeks prior and everything was fine. The hcp suspected a catheter issue. The patient went to the nearest emergency department in dublin, but they knew nothing about the pump. The patient contacted their hcp wondering what to do. The hcp was redirected to the national answering service to contact the closest manufacturer representative in dublin. No further information was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Device code (B)(4) no longer applies to the event.

Event description:
Additional information received from a healthcare provider indicated a catheter dye study was performed on (B)(6) 2016 and a mechanical break in the catheter was identified. The catheter was replaced on (B)(6) 2016. The patient was undergoing an MRI on (B)(6) 2016 unrelated to the infusion system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.